Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned a more detailed information about the service activity already anticipated in the initial report. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the distribution board and the patient pump 2 started to properly again while the patient pump started to smoke thus, also the patient pump 1 was replaced and the errors disappeared. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the distribution board and the patient pump started to smoke thus, also the patient pump 1 was replaced and the errors disappeared. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A defective pump motor electronics likely caused the reported issue damaging also the distribution board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was displaying two error messages associated to patient pumps malfunction during routine cleaning. There was no patient involvement.